Manufacturer narrative:
On 19-sep-2024, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a pentaray nav catheter and it was not flushing properly. It was reported by the caller that the ngen pump was alerting to bubbles in the tubing. The catheter was removed from the body and it was noted that when trying to flush it was not flushing properly. The catheter was replaced and the procedure was continued. There was no patient consequence. Additional information was received indicating the suspected device with the issue was the catheter. Persistent ¿bubble¿ error and little to no irrigation out of the catheter on high flow flush. Irrigation was almost completely blocked. New irrigation tubing was tried and then they swapped in the pump from another lab to test and the issue persisted.

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a pentaray nav catheter and it was not flushing properly. It was reported by the caller that the ngen pump was alerting to bubbles in the tubing. The catheter was removed from the body and it was noted that when trying to flush it was not flushing properly. The catheter was replaced and the procedure was continued. There was no patient consequence. Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection and irrigation test of the returned device were performed. Visual inspection revealed no damage or anomalies on the device. An irrigation test was performed, and the catheter failed the test due to the irrigation tube was found folded at the tip area. A manufacturing record evaluation was performed for the finished device, and no internal action related to the reported complaint were identified. The irrigation issue reported by the customer was confirmed. The potential cause of the irrigation tube folded could not be determined. The instructions for use (IFU) contain the following information: flush the catheter with heparinized saline prior to insertion into the body. Always follow standard practices of using a continuous drip of anticoagulant fluid under pressure through the proximal luer connector when the device is in the body. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).